Event description:
Reference number (B)(4) event occurred in spain. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026 while the patient was sitting. The location of detachment was close to the site. The infusion set was in use for 2 days. The patient reported that infusion set tubing came apart. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: spain . Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.